Event description:
Event description boston scientific received information that this coronary sinus transvenous implantable lead exhibited noise, oversensing, out of range impedance measurements, loss of capture and was noted to have potentially dislodged and showed evidence of lead crush on a chest x-ray. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) may have been explanted, for an unknown reason.